Event description:
Reporter alleged obtaining a result of 15.3 mmol/l on the compact plus system compared back to back with a result of 5.3 mmol/l on a professional system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that the strips were unavailable, so no product will be returned for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). Will not be returned to manufacturer.